Manufacturer narrative:
Communication with the initial reporter and analysis of the provided pictures confirmed that the telemetry head is still working correctly, event with the cracks vicible on edges. The most probable hypothesis is that a fall on a hard surface caused the cracks on the plastic parts. No general malfunction is suspected with the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2026, the cpr4 head has some cracks on the edges, but is still working.